Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the top of the reservoir chipped and the ring came off when she was putting the reservoir back into insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir was unable to lock in place when inserted into insulin pump. Customer stated the buttons are getting harder and harder to press. Customer stated that it was a combination of the insulin pump and her arthritis. The device will be returned for analysis.